Manufacturer narrative:
Manufacturer's investigation conclusion the reported events of atypical alarms and high temperature were unable to be confirmed; however, the reported events of damage to the black power cable and to the face of the controller were able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ((B)(6) per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. The average temperature of the controller throughout the log file was approximately 46 degrees celsius. The recorded temperature in the log file correlated to the internal controller temperature and therefore cannot be correlated to the external controller temperature at the time of the event. This is within the acceptable temperature range stated in the heartmate 3 IFU, rev. C, section 2 ¿system operations.¿ there were no notable alarms active in the log file. Pump operation was not affected. The periodic log files were also reviewed. A review of the log files showed overlapping events spanning approximately 12 days ((B)(6) 2021 per timestamp). There were no notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and was able to pass. The controller was able to operate as intended. The crack in the face of the controller did not affect the performance of the lcd display. The controller was connected to a temperature sensor for one hour while the operating a mock loop. During this time, a stable temperature of 24 degrees celsius was recorded. This is within the acceptable temperature range stated in the heartmate 3 IFU section 2 ¿system operations.¿ the root cause of the reported events were unable to be conclusively determined through this investigation. Incidental findings: fluid ingress heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ states that the acceptable temperature range for the system controller is 32°f - 104°f. It also cautions users to ¿not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f)¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been hearing an ongoing alarm over the week prior to (B)(6) 2021. The alarm reportedly beeped three times before stopping. It was noted that the patient's black power lead had a small tear in the velour. Additionally, the screen of the controller was cracked. The patient stated that they noticed a 'bubble on the screen' a few weeks prior; at that time the controller was hot to the touch. The controller was exchanged in the clinic on (B)(6) 2021.